Event description:
During service of unit a condition that would cause a no audible alarm on the remote when connected to unit was found due to integrated circuit u12 on the the logic board. Replaced u12.